Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection was performed, and a little particle in the bag was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6 (codes for investigation findings and investigation conclusions were corrected). Additional information was added to h11: the device analysis was performed by a non-baxter lab. The cause of the issue was due to material supplier related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty 500 ml capacity intravia container had particulate in the solution. The particulate was a large solid white plastic looking particulate. The particulate best matched the interior surface of the bag septum. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h11: h11: the ir spectrum of the particles best matches the interior surface of a baxter intravia bag septum at approximately 88.8%. It is likely that this pm comes from the membrane in the administration port of the bag. Should additional relevant information become available, a supplemental report will be submitted.